Event description:
Pump started alarming at 1930 with "air bubbles" alert. Rn could see no visible air bubble. Multiple attempts by rn to assess and intervene to no avail. Blood taken off pump; only 1/2 of the blood transfused. Attempted to use 2nd pump in the room - pump door would not open; both pumps taken out of service. No harm to pt - sent to (B)(4) on (B)(6) 2014.